Event description:
It was reported that prior to a biopsy procedure, the lid of the device was bent. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt, and it was found there is a dent on one corner of the cover .also, sleds and cocking slide are worn and discolored and outdated sequencer weldment assembly was identified. The device was functionally tested and failed the tests as the gun primed and fired with lot of resistance due to gun is very dry and latch plate leaf spring is warped identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported bent lid issue and the investigation is determined to be confirmed for the identified device primed and fired with lot of resistance issue.the root cause for the reported bent lid issue is unknown. The root cause for the identified device primed and fired with lot of resistance was determined to be gun is very dry. During the evaluation, it was also determined that the dent in cover, outdated sequencer weldment assembly, sleds and cocking slide are worn and warped latch plate leaf spring these are likely to contributing to identified device primed and fired with lot of resistance issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiration date: 08/2012)

Event description:
It was reported that prior to a biopsy procedure, the lid of the device was bent. There was no patient contact.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2012).